Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was implanted at a depth of approximately 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After deployment, premature ventricular contractions occurred and the valve was noted to have dislodged up. A brief episode of coronary occlusion was observed, and the valve was snared. During the implantation of a second valve, what appeared to be an aortic dissection was noted. The second valve was implanted, and computed tomography was performed post-procedure, confirming the presence of an aortic dissection, which was sealed with the implanted valves. The aortic dissection was medically managed. Additional information was received that the physician attributed the dissection to the valve. Per the physician, the cause was a small aortic tear that likely began with the embolization of the first valve, with propagation of the dissection occurring while advancing the second valve through the first valve. The dissection was treated conservatively and did not require any further intervention. Additional information was received that the second valve was working well with a minimal gradient per the echocardiogram post-procedure.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was implanted at a depth of approximately 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After deployment, premature ventricular contractions occurred and the valve was noted to have dislodged up. A brief episode of coronary occlusion was observed, and the valve was snared. During the implantation of a second valve, what appeared to be an aortic dissection was noted. The second valve was implanted, and computed tomography was performed post-procedure, confirming the presence of an aortic dissection, which was sealed with the implanted valves. The aortic dissection was medically managed. Additional information was received that the physician attributed the dissection to the valve. Per the physician, the cause was a small aortic tear that likely began with the embolization of the first valve, with propagation of the dissection occurring while advancing the second valve through the first valve. The dissection was treated conservatively and did not require any further intervention.

Manufacturer narrative:
Image review: two intraprocedural fluoroscopic images were reviewed. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. Valve depth prior to final release was assessed in the lao view showing an approximate depth of 4mm on the non and left coronary cusps. The valve was subsequently released and initially remained stable during removal of the delivery catheter system. Soon after, the valve visibly dislodges aortic either due to a premature ventricular contraction, as reported by the field, or possibly due guidewire interaction with the valve frame as visibly seen during the dislodgement event. It was reported that the dislodged valve was snared and a second valve was implanted, and an aortic dissection was identified on a post implant computed tomography. Images of the snaring, second valve implantation and the aortic dissection were not provided for review. As stated in the instructions for use (IFU): repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013013176); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012992702); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0013013467); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012992704); product type: 0195-heart valves; product ID evolutfx-26 (unknown serial/lot); product type: 0195-heart valves; implant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the valve was implanted at a depth of approximately 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). After deployment, premature ventricular contractions occurred and the valve was noted to have dislodged up. A brief episode of coronary occlusion was observed, and the valve was snared. During the implantation of a second valve, what appeared to be an aortic dissection was noted. The second valve was implanted, and computed tomography was performed post-procedure, confirming the presence of an aortic dissection, which was sealed with the implanted valves. The aortic dissection was medically managed.